Event description:
Related manufacturer reference number: 2017865-2023-17480. Related manufacturer reference number: 2017865-2023-17481. It was reported that the patient's right ventricular lead exhibited a decrease in pacing impedance and was failing to capture. It was alleged the patient's right ventricular lead was dislodged due to twiddlers syndrome. During lead revision, it was noted that the patient's atrial lead and left ventricular leads were also pulled back. The leads were repositioned and attached a new implantable cardioverter defibrillator on (B)(6) 2023. The patient was stable.